Event description:
It was reported that the customer's insulin pump had a motor error alarm. Her blood glucose levels were normal at the time of the report. The product is being replaced. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.